Event description:
The dreamstation auto CPAP device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected during the evaluation, and evidence of foam particles/degradation was found in the blower kit. Additionally, the device had a scratched ui panel, a scratched upper enclosure, damaged buttons on the upper enclosure, and damage to the bottom enclosure. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.